Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 5.0 mm lesion in the left superficial femoral artery with heavy stenosis. Following pre-dilatation, a 5.0 x 40 mm absolute pro self- expanding stent was deployed; however, despite no reported problems with deploying the stent, the proximal end failed to expand fully. Post dilatation of the stent was performed with an unspecified percutaneous transluminal angioplasty (pta) balloon catheter which improved the outcome in the short term but on removal of the balloon catheter, the ends of the stent recoiled away from the vessel wall again. No additional intervention was performed. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned. The investigation was unable to determine a conclusive cause for the reported difficulty. Cine images were returned and reviewed by an abbott vascular clinical specialist. Based on the cine review, it is possible that the re-narrowing is caused by other contributing factors which can include, but is not limited to, incomplete vessel preparation or vessel spasm; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.